Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that there were low flow alarms beginning on (B)(6) 2017. The patient began having heme positive stools on (B)(6) 2017. The labs showed a drop in hemoglobin (hgb) from 9.7 to 6.2. For anticoagulation, the patient was on aspirin 325 mg daily and IV heparin. They were therapeutic on IV heparin and their international normalized ratio (inr) was normal at 1.1 (not on warfarin due to inpatient status). The patient received a total of 1000 ml of packed red blood cells (prbc), about 3 units from (B)(6) 2017. On (B)(6), they were taken for an upper endoscopy (egd) which showed an actively bleeding ulcer on the lateral stomach which was treated with epinephrine injections and clips. The patient's hgb stabilized post-intervention and measured at 9.0. Currently, the patient is on aspirin 325 mg and IV heparin titrated for a goal anti-xa assay of 0.3-0.7. The patient was started on warfarin 5 mg, working toward an inr of 2-3. The patient will remain inpatient until the time of transplant. No further patient complications have been reported as a result of this event.